Event description:
It was reported intermittently that the customer experienced a blood glucose (bg) level ranging from a level displayed as ¿low¿; however, a specific value was not provided to 40 mg/dl. Customer consumed glucose tablets, orange juice, crackers, and granola bars to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was due to the customer not having sleep mode activated and control iq pump software was still operating in the background. As a result, the customer¿s blood glucose level decreased, customer understood and acknowledged.